Event description:
Report received of an overdelivery. The pump was programmed in 2002 at 6:00 am in the epidural mode to deliver 2.5 mcg/ml bupivacaine 0.25% with 2mcg/ml fentanyl at a continuous rate of 8ml/hr and a total amount to be infused of 100ml. At 9:00am, the nurse performed a routine epidural check and noted the infusion bag contained less volume than expected. The infusion was stopped and the remaining amount left in the infusion bag was measured. The nurse measured 18ml remaining instead of the expected 76ml. The patient was slightly sleepy, but did not require any medical intervention. The pump was removed from clinical service and the infusion was held for an unspecified amount of time. Though requested, no additional information was available.